Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 700 mg/dl. It was reported on (B)(6)2023, the patient's omnipod personal diabetes manager (pdm) screen was completely black but the pdm was on. The patient was no longer able to use the pdm. A new pdm was sent to the patient's home but the patient never received it. The patient was without a pdm and was using multiple daily injections (mdi) for 5 days as a backup method. The healthcare professional provided the patient with treatment at the hospital. Specific treatment information is unavailable.